Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip plunger was found broken. This occurred with 2 syringes during use. The following information was provided by the initial reporter, "caller reported that when she pulls back on the syringe and lets go the syringe will automatically compress."

Manufacturer narrative:
H.6. Investigation: one loose 3ml syringe with needle attached was received and evaluated. It appeared the syringe was manipulated as clear fluid droplets were present in the fluid path. The plunger rod was aspirated, and returned to the bottomed out position, which was consistent with the verbatim. The needle was removed, and the syringe returned to normal function. No defects were observed with the syringe. DHR could not be reviewed as the lot# is unknown.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip plunger was found broken. This occurred with 2 syringes during use. The following information was provided by the initial reporter: "caller reported that when she pulls back on the syringe and lets go the syringe will automatically compress."